Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302832. Batch # 4194226. It was reported by customer that the rubber stopper on the plunger is coming off when we go to draw the plunger back. Additional information: there was not patient harm when this incident occurred. Pharmacy just had to waste medication because the rubber stopper came off the plunger. Pictures are shown below.

Manufacturer narrative:
(B)(4) follow up. It was reported the rubber stopper on the plunger is coming off when drawing the plunger back. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The second photo shows two syringes with rolled stoppers. No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, lot 4194226. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. There was not patient harm when this incident occurred. Pharmacy just had to waste medication because the rubber stopper came off the plunger. Material # 302832; batch # 4194226. It was reported by customer that the rubber stopper on the plunger is coming off when we go to draw the plunger back. Verbatim: rcc received a complaint via community. Pir attached. The rubber stopper on the plunger is coming off when we go to draw the plunger back. Had to waste medication due to rubber stopper partially coming off the plunger. ¿ product code: ns302832. ¿ lot # 4194226.